Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had cracked case at display window corner, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 170 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported that the button error occurred while he was trying to put on his shoes and the insulin pump was inside his pocket. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.